Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.